Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a qdot micro¿ catheter and the patient experienced vagus nerve injury / gastroparesis that required prolonged hospitalization. During the surgery, the vagus nerve responsible for the connection to patient's stomach (gastric nerve) was irreparably damaged, leading to severe medical complications. Upon leaving the operating room, patient almost immediately experienced episodes of dizziness and vomiting. The post-operative team decided to keep patient in the postoperative block for observation. The day after the surgery, the patient developed severe symptoms, such as regular vomiting and reflux, intense perpetual nausea and almost total inability to retain food. The patient had severe gastroparesis and dysphagia.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. On (B)(6) 2024, the product investigation was completed as the device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).